Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, after battery change, the pump powered up with auditory and vibratory features but the display remained black. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/14/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged blank display issue was duplicated. The pump powered up to blank display screen with auditory and vibratory features. The remaining testing could not be completed due to the blank display issue. Review of black box history found multiple consecutive alarms related to issues with processor communication. Investigation determined that the blank display issue was the result of a single component slave processor u17 failure. Pump casing was opened and there was no evidence of intermittent condition to the display circuit or the printed circuit board.